Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention required for the intra-op suture breakage? Was the cleansing of the wound with 500ml 0.9% sodium chloride injection, disinfected it with iodophor disinfectant done during the procedure, as required by the condition of the wound? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a procedure for debridement and suture on (B)(6) 2022 and suture was used. During the procedure, a 3cm long open wound was created on the outside of the patient's left leg. The doctor performed the surgery on the patient, cleaned the wound with 500ml 0.9% sodium chloride injection, disinfected it with iodophor disinfectant, and performed the surgery under aseptic conditions. The suture broke when knotting during the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/14/2022. Attempts are being made to obtain the following information and no response is available. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention required for the intra-op suture breakage? Was the cleansing of the wound with 500ml 0.9% sodium chloride injection, disinfected it with iodophor disinfectant done during the procedure, as required by the condition of the wound? Were there any adverse patient consequences? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.